Event description:
Both lots broke during pt use. Lot # 6194b broke where the tube enters the nose while already inserted. A nurse was injecting fluid when it broke and was able to retrieve the inserted part without incident. Lot # 6193a broke near the end that's exposed, also while fluid was being injected. This tube was also replaced without incident. F/u determined that the user used a 10 oz 20cc syringe. Smaller volume means higher psi and could account for the break according to the distributor's complaint reviewer. A copy of complaint was forwarded by distributor to MFR. No actual suspect units are available, but samples from some lot were requested by the distributor.